Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: during patient ventilation the values turned to dashes for approximately five minutes. Patient moved to a different vent. Vent has sat off since and no log files are available. Biomed said he didn't want to turn it on and risk introducing new errors to the log.